Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose of over 500mg/dl and over 400mg/dl. Customer¿s mother also stated that serter did not properly release the sensor into the body. Customer also had blood glucose of 396mg/dl. Serter and sensor will be return for analysis.